Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilation. However, during first inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.